Event description:
On (B)(6) 2013 product analysis was completed on the explanted generator. A battery life estimation was performed using the "as received" parameters and resulted in 1.45 years before the eri flag would be set. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device and the device was not at end of service. It was reported that the generator was explanted because the "battery stopped working." Additional information has been requested from the physician but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2013 when the manufacturer's consultant reported that the physician had never mentioned to her any issue with the generator. The physician later stated that it was believed that the battery had stopped working because the patient had severe increase in seizure frequency and duration. The patient had undergone generator replacement for prophylactic reasons. Good faith attempts for further information from the physician were unsuccessful.